Event description:
It was reported that this rv lead was part of a system revision due to infection and swelling at the pocket site. There were no additional adverse patient effects reported. The rv lead remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.